Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. A premature elective replacement indicator (eri) was confirmed. The cause of the premature eri was undetermined. The premature eri was not resolved. The pump is being decreased and discontinued. Logs received indicate the pump was examined on (B)(6) 2016. The pump was last changed on (B)(6) 2016 to infuse lioresal 2,000 mcg/ml at 599.6 mcg/day. The pump was decreased on (B)(6) 2016 to infuse 2,000 mcg/ml at 470.8 mcg/day. Per logs, the schedule to replace the pump by date was (B)(6) 2016.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at 1439.1 mcg/day via a pump implanted to treat intractable spasticity and cerebral palsy. It was reported that the patient was seen for a refill on (B)(6) 2016 where it was noted there was 21 months until the elective replacement indicator triggered. When the patient came back to the office on (B)(6) 2016, the pump readout showed the elective replacement indicator triggered on (B)(6) 2016. Everything else about the refill was uneventful. There were no symptoms reported related to the potentially premature elective replacement indicator. The health care provider was potentially going to wean the patient down and off of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.